Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 429688, implantable pacing lead: implant: (B)(6) 2014. Model: 5076-52, implantable pacing lead, implant: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that t-wave oversensing (twos) was observed on the right ventricular (rv) lead during post-op check. The lead sensitivity and blanking period were adjusted appropriately. The lead remains in use and no patient complications have been reported as a result of this event.